Event description:
It was reported that the device had alarmed "no disposable, pump won't run." The patient had been instructed to silence the alarm. The pump was powered off once more, with the tubing still clamped. The patient was advised to call the clinic first thing in the morning when it opens for further instructions. No patient harm was reported. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.